Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula broke off. Customer's blood glucose was 200mg/dl at the time of incident. Troubleshooting advised customer on calibration and insertion technique. No further details given.